Event description:
There was a report of an issue with incorrect time settings on the caller's device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump time and advised monitoring for any future discrepancies. The caller understood and acknowledged the advice.